Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the scs ipg site. The patient stated the ipg site was painful when she charged her ipg. Also, the patient stated the site hurt when pressure was applied. The patient consulted with the implanting physician and was reportedly told the ipg had flipped. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient had her scs ipg replaced. Additional follow up identified the patient was doing well.